Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers or product allegations. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is approximately 36 years old. Possible models could include the sprint fidelis tm(6930, 6931, 6948, 6949). The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: submammary device implantation. Good long-term performance and better patients' satisfaction. A single-center experience. International journal of cardiology. 2016; 221:820-826. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding right ventricular (rv) leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article reports that there were patients who received inappropriate shocks, had lead "failures," dislodgements, pocket infections, lead revisions, and had recalled leads. There were also episodes, one each, of pericardial effusion, and a pneumothorax. Neither of these required any medical/surgical intervention. The status/final location of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.